Event description:
It was reported that resistance was met when advancing the dilatation catheter over the guide wire. Upon removal of the dilatation catheter it was noted that tip separation had occurred. No pt injury was associated with this event.